Manufacturer narrative:
B5: upon follow-up, it was reported that action taken with dianeal 2.5% pd2 was dose increased and with extraneal 7.5% was drug discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, once every 4th day, ongoing), ceftazidime injection (1gm, intraperitoneal, once daily, ongoing), and fluconazole tablet (150mg, oral, once daily, ongoing) for peritonitis. It was reported that the patient was retrained on proper aseptic technique. Pd therapy was ongoing. At the time of this report, the patient was recovering and was still hospitalized. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5: upon follow up, it was reported that the cause of death was hypotension. It is unknown if an autopsy was performed. At the time of death, it was reported that "the treatment drugs were ongoing" and patient was recovered from cloudy pd effluent. Should additional relevant information become available, a supplemental report will be submitted.